Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the distal left anterior descending (lad) coronary artery. The 2.25x23 mm xience xpedition stent delivery system (sds) was advanced to the lesion and inflation was attempted; however, the sds only inflated partially due to calcification and failed to deploy the stent. The sds was removed and the lesion was treated by intravascular lithotripsy (ivl). Another 2.25x23 mm xience xpedition sds was able to be successfully deployed. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.